Event description:
The patient was injected in the nasolabial and oral commissural areas and mental crease. The patient allegedly developed swelling, hardness, lumpiness and nodules at the injection site over a month later. The physician drained an abscess, which was sent to be cultured. The patient was treated with doxycycline (100mg) and was administered vitrase in the areas of erythema.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.